Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and it was found there was a cut near the spline array. Further inspection of the device could not be performed as this cut made it impossible to determine the nature of any damage on the returned device. Based on all the available information boston scientific is unable to confirm the allegation of a detached guidewire lumen as the returned catheter had a mechanical cut near the spline cage, making it impossible to know if there was any other damage that had existed prior to the cut. The cause of the detached guidewire tip could not be determined.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire lumen detached from the tip of the array. During the procedure they encountered difficulty access the right inferior pulmonary vein (ripv) due to patient anatomy. During an attempt to reach the ripv the catheter "launched away" from a ridge in front of the vein, after this interaction they observed that the guidewire did not go through the central portion of the catheter array. They were also unable to deploy the spline array. The catheter was withdrawn and not replaced, and the procedure was cancelled at this point, three pulmonary veins were isolated but the ripv was left untreated. No patient complications were reported. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire lumen detached from the tip of the array. During the procedure they encountered difficulty access the right inferior pulmonary vein (ripv) due to patient anatomy. During an attempt to reach the ripv the catheter "launched away" from a ridge in front of the vein, after this interaction they observed that the guidewire did not go through the central portion of the catheter array. They were also unable to deploy the spline array. The catheter was withdrawn and not replaced, and the procedure was cancelled at this point, three pulmonary veins were isolated but the ripv was left untreated. No patient complications were reported. The catheter is expected to be returned for analysis.